Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose and their insulin pump had received no delivery alarm. The customer¿s blood glucose level was over 600 mg/dl. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. Advised to revert to back up plan. The insulin pump will be returned and the reservoir will not be returned for analysis.